Manufacturer narrative:
The impella device was not received from the customer and therefore,¿an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smartassist system. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation.¿

Event description:
The user facility reported a 85-year-old female undergoing cardiac surgery was implanted with an impella device for mechanical circulatory support. The complainant in japan reported that the patient on impella cp support had lower limb ischemia. A bypass was done using a reverse sheath. It was further reported that at the time of surgical removal of the cp, the pulsation was weak, so a CT (computed tomography) scan was performed. A thrombus was found in the iliac artery, which was retrieved using a fogarty catheter. The patient is stable.

Manufacturer narrative:
The investigation for the reported limb ischemia and thrombus has been completed. Neither the device nor sufficient clinical information was returned for evaluation. The root cause of limb ischemia and thrombus could not be determined as the device was not returned nor sufficient clinical details. D4-corrected model number.